Event description:
It was reported that during preparation for a polypectomy, a detachment occurred. During prep for a polypectomy in the large bowel, the "plug" of the 20mm rotable oval snare did not fit in the slot tightly and detached. As there was no patient contact, no patient complications occurred.